Event description:
Allegedly entire left knee was put into pt's right knee. Surgeon noticed while dictating records.

Manufacturer narrative:
Investigation is not complete. The user facility advises they will not file a medwatch 3500a. This prod has not been returned for eval. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00125, 00126, and 00128.